Event description:
It was reported that stent damage occurred. The patient presented with chest pain. The target lesion was located in the left main coronary artery (lmca) to left anterior descending artery (lad). Following pre-dilatation, a 3.00 x 48mm synergy drug-eluting stent (des) was advanced and deployed at 12 atmospheres (atm). During removal of the guidewire proximal to the lmca-lad, the stent got cramped and parts of the stent were noted to be extending beyond the lmca ostium. The physician tried to negotiate the extended part of the stent into the lmca with the help of a guidezilla guide extension catheter and then the guidewire in left circumflex (lcx) was removed. Even after repeated attempts, a 1.5mm balloon catheter could not be negotiated inside the lad stent. Another guidewire was advanced into the lad by the side of the cramped stent. Dilation was done to appose the lmca and lad stent strut and cramped stent using 1.5 x 10 and 2.5 x 2.0mm non-boston scientific (bsc) balloon catheters. Finally, a 3.50 x 44mm non-bsc des was deployed into the lesion with 10mm overlapping with the previous lad stent. After proximal optimization technique was done, and ostial stent flaring was done using a 4x6 non-bsc balloon catheter at 24 atm, post-procedure intravascular ultrasound showed good lmca apposition. Further post-dilatation of the lad was done using a 3.5x8mm non-compliant balloon catheter. Post procedure timi ill flow was achieved in the lmca - lad as well as in the lcx. The procedure was completed. There were no patient complications reported and the patient was doing well.

Manufacturer narrative:
The device was not returned for analysis however angiographic media was received and reviewed. A review of the media provided could identify the alleged stent deformation, as the images provided showed stents deployed in the lm/lad and lcx. The proximal region of the lm/lad deployed stent is noted to be deformed. This deformation occurred not immediately post deployment but rather during withdrawal of a dilation balloon and the lcx guidewire. Additionally, the dilation balloon catheter was noted to be located immediately proximal to the proximal end of the lm/lad stent and during withdrawal maneuvers it was noted to be stuck on the wire. Attempts to release it caused more tugging of the lcx wire which appeared to catch and stretch (damage) the proximal section of the lm/lad deployed stent. Additionally, an interaction between the distal end of the guide catheter and the proximal section of the lm/lad deployed stent was noted prior to removal of the lcx guidewire.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. The target lesion was located in the left main coronary artery (lmca) to left anterior descending artery (lad). Following pre-dilatation, a 3.00 x 48mm synergy drug-eluting stent (des) was advanced and deployed at 12 atmospheres (atm). During removal of the guidewire proximal to the lmca-lad, the stent got cramped and parts of the stent were noted to be extending beyond the lmca ostium. The physician tried to negotiate the extended part of the stent into the lmca with the help of a guidezilla guide extension catheter and then the guidewire in left circumflex (lcx) was removed. Even after repeated attempts, a 1.5mm balloon catheter could not be negotiated inside the lad stent. Another guidewire was advanced into the lad by the side of the cramped stent. Dilation was done to appose the lmca and lad stent strut and cramped stent using 1.5 x 10 and 2.5 x 2.0mm non-boston scientific (bsc) balloon catheters. Finally, a 3.50 x 44mm non-bsc des was deployed into the lesion with 10mm overlapping with the previous lad stent. After proximal optimization technique was done, and ostial stent flaring was done using a 4x6 non-bsc balloon catheter at 24 atm, post-procedure intravascular ultrasound showed good lmca apposition. Further post-dilatation of the lad was done using a 3.5x8mm non-compliant balloon catheter. Post procedure timi ill flow was achieved in the lmca - lad as well as in the lcx. The procedure was completed. There were no patient complications reported and the patient was doing well.

Manufacturer narrative:
Synergy ous mr 3.00 x 48 mm was returned for analysis without the stent. The device was returned without the stent as it was deployed at the lesion site. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon as returned in a deflated state with dried contrast media noted inside. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A review of the media provided could identify the alleged stent deformation, as the images provided showed stents deployed in the lm/lad and lcx. The proximal region of the lm/lad deployed stent is noted to be deformed. This deformation occurred not immediately post deployment but rather during withdrawal of a dilation balloon and the lcx guidewire. Additionally, the dilation balloon catheter was noted to be located immediately proximal to the proximal end of the lm/lad stent and during withdrawal maneuvers it was noted to be stuck on the wire. Attempts to release it caused more tugging of the lcx wire which appeared to catch and stretch (damage the proximal section of the lm/lad deployed stent. Additionally, an interaction between the distal end of the guide catheter and the proximal section of the lm/lad deployed stent was noted prior to removal of the lcx guidewire.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. The target lesion was located in the left main coronary artery (lmca) to left anterior descending artery (lad). Following pre-dilatation, a 3.00 x 48mm synergy drug-eluting stent (des) was advanced and deployed at 12 atmospheres (atm). During removal of the guidewire proximal to the lmca-lad, the stent got cramped and parts of the stent were noted to be extending beyond the lmca ostium. The physician tried to negotiate the extended part of the stent into the lmca with the help of a guidezilla guide extension catheter and then the guidewire in left circumflex (lcx) was removed. Even after repeated attempts, a 1.5mm balloon catheter could not be negotiated inside the lad stent. Another guidewire was advanced into the lad by the side of the cramped stent. Dilation was done to appose the lmca and lad stent strut and cramped stent using 1.5 x 10 and 2.5 x 2.0mm non-boston scientific (bsc) balloon catheters. Finally, a 3.50 x 44mm non-bsc des was deployed into the lesion with 10mm overlapping with the previous lad stent. After proximal optimization technique was done, and ostial stent flaring was done using a 4x6 non-bsc balloon catheter at 24 atm, post-procedure intravascular ultrasound showed good lmca apposition. Further post-dilatation of the lad was done using a 3.5x8mm non-compliant balloon catheter. Post procedure timi ill flow was achieved in the lmca - lad as well as in the lcx. The procedure was completed. There were no patient complications reported and the patient was doing well.